Event description:
It was reported that during a ptca procedure, deflation issues were encountered. The physician encountered difficulties while inflating the balloon, and was only able to partially inflate the balloon. The lesion being treated was a calcified and tortuous de novo lesion located in the distal right coronary artery (rca). During withdrawal of marverick otw balloon through the y adaptor outside of the body, removal difficulties were encountered. The physician was able to remove the balloon through the y adaptor. The maverick otw balloon was found to be only partially deflated. The balloon was removed in an intact state, and there were no patient complications. Patient status was reported as 'good.'

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.